Manufacturer narrative:
.

Event description:
The customer reported that their central nurse's station (cns) screen is flickering, and the monitoring devices are going into communication loss. No harm or injury was reported.